Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The surgeon used the mcreynold's adapter to remove and reinsert the restoration modular stem. It worked successfully, but he realized the threads were damaged. He requesting it be replaced.